Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
At 7:30 am on (B)(6) 2018, the patient was reported to have passed away at home. The patient's spouse reported the cause of death was depression and suspected suicide. The spouse believes he committed suicide using alcohol but the police think he may have overdosed on insulin. The pod and personal diabetes manager (pdm) were taken by the police. Good faith efforts were made to obtain additional information but without success. No additional information was provided.